Event description:
New information received stated that the right atrial lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Additional information: explant date, h1.

Event description:
It was reported that the asymptomatic patient presented for in clinic follow up with loss of capture, and failure to sense exhibited by the atrial lead. Lead dislodgement was suspected. Programming interventions were made. The patient was in stable condition.